Manufacturer narrative:
This report is submitted on august 4, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site. The patient was subsequently treated with oral and topical antibiotics (date and duration not reported).